Manufacturer narrative:
Device was evaluated. Evaluation of the device using olympus test ltf-type vh scope confirmed the reported issue of no image. It was determined that the device was found to have a bent on bent #12 bottom middle section inside the video connector. The latch mechanism was determined to be worn out. The identified parts were replaced and repaired. The software was upgraded. The device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue of no image was confirmed. The cause of the issue was attributed to the bent pin in the video connector. Once replaced, device was tested, issue was resolved.

Event description:
It was reported that during preparation for use, the device exhibited no image. According to the reporter, the device showed no image on the non-high definition scope and does not latch properly. The device only worked on the high definition scope. The reporter also stated that there was a slight delay on the intended procedure however there was no impact or harm to the patient as the issue occurred before the procedure started. The procedure was completed using the high definition scope. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Manufacturing history confirmed that the product conformed to the specifications and review of complaint history found no tendency of frequent occurrence of the failure, therefore it is probable that the event reported occurred due to a rare temporary malfunction of the product. Olympus will continue to monitor complaints for this device.